Event description:
It was reported that this right atrial (ra) lead and this right ventricular (rv) lead had multiple stored episodes containing noise with oversensing. It was noted that the rv was in unipolar, and the ra was in bipolar. Impedances were within normal limits. The patient is not pacer dependent, and it was noted that they slept on their side. Possible lead-on-lead or subclavian crush may be developing. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).